Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that the heater wire pin in the inspiratory tube of an rt235 infant dual-heated evaqua breathing circuit appeared to be bent. This was detected prior to pt connection. No pt consequence occurred.

Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for inspection and verification of the reported fault. We will submit our findings in a f/u report following receipt of the device and at the completion of our investigation.